Event description:
It is reported that the patient was revised due to loosening of the femoral component and a periprosthetic fracture.

Manufacturer narrative:
This report will be amended when our investigation is complete.